Manufacturer narrative:
At this time, based on the limited information provided no definitive conclusions can be made. A lot number has not been provided, therefore a review of the manufacturing records is not possible. If additional information is obtained, a supplemental MDR will be submitted. Remains implanted.

Event description:
The following was reported to davol: it is alleged by the patient's pcp that since the implant of a 3dmax mesh on (B)(6) 2015 the patient has experienced the following symptoms, localized redness, pain when sitting, headache, and tingling in the face, neck and left leg. The pcp reports that he continues to research alternative treatment for the symptoms as there has been no definitive diagnosis made at this time. The patient was described as being a "chronically sick and anxious individual" and was prescribed lorazepam for anxiety.